Manufacturer narrative:
The cause of the stenosis is currently inconclusive. The IFU lists access site complications possibly requiring endovascular intervention as possible adverse events. Angiographic evidence from the site will be requested for review. Additional investigation into risk documentation and device history will be performed."

Event description:
During a tavr procedure on (B)(6) 2019 an 18f manta was used for closure on the right femoral artery. It was reported that following deployment of manta, no bleeding was observed at skin level. A post closure angiogram showed stenosis greater than 50%. A balloon was inserted from the contralateral side, and inflated. The occlusion was reported to be resolved.

Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigational purposes. From the complaint description, it was noted post closure angiogram showed stenosis greater than 50%. The cause of the stenosis is inconclusive. However, it is likely either due to collagen deployed partially inside the vessel or a dissection. The DHR review confirmed there was no non-conformities identified related to this incident. The IFU lists the following as possible adverse events: local trauma to the femoral or iliac artery wall such as dissection; accidental positioning of some or all of the collagen plug within the femoral artery leading to stenosis; and other access site complications possibly requiring blood transfusion, surgical repair and/or endovascular intervention. Risk documentation was reviewed and confirmed this is a known risk. All severity and occurrence levels for risk documentation are within the defined acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.